Event description:
The customer reported that the speaker was not working correctly and the alarms were coming up but not making any sounds. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.